Manufacturer narrative:
The subject device was returned for evaluation and customer allegation was confirmed. Upon inspection of the ruptured area, the wire sheath was torn and the ruptured area was charred and melted. The knife wire on the tip side was deformed. The outer diameter of the knife wire was measured and no abnormality was found. It was confirmed that there was no problem with the length of the knife wire and wire sheath, and that there were no defective parts in the original product. No other abnormalities that could lead to the breakage of the knife wire were found. The device history record with the lot no of the subject device was confirmed. No abnormalities found from the device history record of the items which relate to the reported phenomenon. Based on the results of confirmation of the device and the investigation results in the past, a likely mechanism causing the broken cutting wire might be the following. 1. The cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. 2. Under circumstances described above 1, an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. A likely factor causing tears of the coated portion of the cutting wire might be the following. However, the exact cause could not be determined. It is possible that the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire has possibly been rubbed because of contacting a metal area of the endoscope. This instruction manual contains the following information. ¿since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. ¿ when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. ¿do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. ¿if you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion. Olympus will continue to monitor complaints for this device.

Event description:
The customer reported to olympus, the knife wire broke when the single use 3-lumen sphincterotome v was energized using the electrosurgical generator. The issue occurred during endoscopic sphincterotomy (papillary incision) procedure. The high frequency cauterization power supply used was esg-100. It took about one minute to incise and break. The output mode was incision. The average energization time for each mode was several seconds. It was also reported that the knife wire was bent when ejected from the forceps channel of the endoscope. The procedure was completed with a replacement device. There were no reports of patient harm associated with the event.